Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 443 mg/dl at the time of incident. The customer stated that her blood glucose was 99 mg/dl before she ate and went up to 443 mg/dl. The customer's blood glucose was 158 mg/dl after an infusion set change. The customer stated that she hasn't treated her high blood glucose at the time of call. The customer performed a fixed prime. The customer stated that there were air bubbles in the tubing. The customer stated that white marks were not moving. The customer was advised to perform a manual prime process. The customer stated that the insulin exited. The customer stated that there were no bent cannulas. The time and date found programmed incorrectly. The customer was assisted in reprogramming the time and date. The customer also stated that she received a no delivery alarm. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.